Event description:
A malfunction occurred with a code "malf 0," but there were no notable events prior to the malfunction, and it did not adversely impact the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, and they assisted in the reset process. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue recurred.